Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found eschar build up in the jaws of the device. Once the eschar was removed a staple was noted at the heel of the seal plate. Evidence of arcing and minor damage was noted around the staple on the seal plate. Functional testing noted that the damage to the seal plate caused the device to produce regrasp alarms when tested on simulated tissue. The device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. The device was recognized by all three generators. No electrical or wiring issues were found. It was reported that there was a partial seal. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of damaged seal plate. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc.) May increase current flow and may result in unintended surgical effects such as an effect at an unintended site or insufficient energy deposition. Do not engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur. Keep instrument jaws clean. Build-up of eschar may reduce the seal or cutting effectiveness. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open procedure involving an exploratory laparotomy, the device would not seal or achieve a complete seal tone, although evidence of energy delivery was noted when being used for the sealing of tissue. Another ligasure device was used successfully with the same generator. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.